Event description:
On (B)(6) 2014, the distributer contacted animas stating there was no power to the pump. There was reportedly no audible or vibratory tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: multiple power on reset events were found in black box history on 01/05/2014. The battery compartment was found to be cracked below the grip pad. The returned battery cap tightly secured to the pump with no power loss issues. The pump was exercised for 24 hours with no power loss or call service alarms. The pump emitted and recorded the correct audible and visible alert. The pump case was removed; moisture contamination was found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up 2: the reported power loss was not duplicated during testing.